Event description:
Patient had complained of discomfort. Hardware removed and plate was found with pin sheared at the junction of the plate and pin. Pin sheared during healing process. Sternum healed. Plate and 10 screws removed. Report 1 of 11 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
DHR- the return included the spindle assembly ((B)(4)) for the trial spacer handle ((B)(4)). The return is missing a fragment of the distal threaded tip of the spindle. Except for the failed distal tip, the spindle is in excellent condition. The synfix lr system includes two handles for trial spacers. The spindle assembly is a component of each handle. The chu reviewed the associated drawings and drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument. In addition, the chu reviewed the drawings for the trials. The drawing calls out the appropriate thread and thread depth to fully seat the spindle assembly (B)(4). Device history record shows this lot of ti sternal locking straight plates processed through the normal manufacturing and inspection operations with one nonconforming report generated. (B)(4): four parts did not meeting cosmetic specification requirements due to the presence of material on the back of the parts. The four parts were reworked through the normal rework process and found to be conforming. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance with three mrr¿s and one ncr generated. (B)(4): (6) parts were failed at incoming inspection due to a bowing condition. These parts were dispositioned as use as is, as the minor bowing can be corrected through a straightening process. The supplier was notified of this condition for review and possible improvements. (B)(4): (B)(4) of lot 5299112 failed to meet cosmetic requirements due to a bowing condition. (B)(4) were dispositioned as conforming and (B)(4) were dispositioned as scrap. The nonconforming material was returned to vendor for review. (B)(4): item raw material failed to meet cosmetic requirements due to the surface finish being rough. The material was dispositioned as use as is as the material will go through a centerless grind operation that will remove the surface roughness. The raw material certificate of test was found to have missing information at incoming inspection. (B)(4). The material met all the requirements at the time the material was ordered. (B)(4): two parts failed to meet the profile requirements at cmm inspection. The parts were subsequently scrapped and the remainder of the order was found to be fully conforming. The raw material lot met all specifications at the time of release. The complaint determined on the DHR review only product development-sternal locking plate, 12 hole, was received along with the 7ea (B)(4) concomitant screws. Having inspected the plate and screws and finding them to be intact save for the sheared release pin, the following is evident: only one plate set was used in the case. Additional information received indicates the 1 plate set only was used for transverse osteotomy of the sternal body. The ti sternal fixation system technique describes, recommends and illustrates the use of a minimum of 3 plates for optimal sternal closure following a full sternotomy. In lieu of additional plates, a minimum of 4 wires should be used. Direct information from the sales consultant reveals that no additional fixation was used permitting the single (B)(4) plate and screws to complete the transverse osteotomy of the sternal body. It is likely that this technique using the lone sternal locking plate did not provide sufficient fixation permitting the release pin to shear from the fixation load. Risk assessment (B)(4) - addresses fatigue failure of emergency release pin (severity 4, probability 1). It is likely that the absence of additional fixation as recommended has caused fatigue failure of the release pin. Historical sales of the entire family of sternal locking plates with the emergency locking pin are (B)(4). Following review of all sternal locking plate complaint history, this is the only complaint for a sheared release pin. Conclusion:the condition of the returned device indicates that it was subjected to forces in excess of that required for its intended use. The design was evaluated and is adequate for its intended use.